Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2013-13710 and 1627487-2013-13711. The pt reported she is experiencing persistent pain at her ipg site. The pt stated normal activities result in pain in her buttocks, at her ipg site, and that radiates down her leg to her foot. The pt's ipg is along her waistline which gets irritated when she's wearing pants. It was noted the pt has experienced this pain since being implanted with the system. The pt allegedly underwent a surgical procedure in (B)(6) 2012 and her ipg was relocated deeper in the pocket. The pt stated she continued to experience the pain even after the surgery in (B)(6).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.